Manufacturer narrative:
The device involved in the event has been received and the evaluation is currently in progress. A follow up will be submitted once the evaluation has been completed. (B)(4).

Manufacturer narrative:
The device has been received for analysis. The evaluation could not determine the cause of the event. Results: catheter separation. Reference (B)(4) follow-up 1.

Event description:
Treatment of a sah (subarachnoid hemorrhage) at the left ic-pc (internal carotid - posterior communicating). On (B)(6) 2014, the patient was treated for an sah. During the procedure, it was reported a guidewire (a tenrou 10, not the x-pedion packaged with the balloon occlusion system) was used to assist the hyperglide balloon catheter to the target lesion, but it became stuck on the syphon and was withdrawn. The same guidewire was then shaped, inserted into the patient again, and advanced to the target area. The hyperglide was then flushed, advanced to the target aneurysm, and inflated; but was not able to maintain inflation on imaging. For this reason, the hyperglide was flushed again and contrast was observed to be leaking from it. At this point, the distal internal carotid became occluded, but the causality of the occlusion was unknown. It was then discovered that the tip of the hyperglide had broken off at approximately 5 - 6cm from the distal end. The broken piece could not be retrieved by a snare or suction with a penumbra 5 max; therefore, open surgery was performed. The broken tip was successfully removed from the patient. The patient remains in critical condition.

Manufacturer narrative:
New information was received on 06 jun 2014 stating that the patient expired due to cardiac failure. The relationship between the event and death was unknown.(B)(4).